Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report.

Event description:
As reported to coloplast though not verified, legal representative stated severe and debilitating pain, urinary frequency, urinary incontinence, erosion, serious bodily injury and harm, anticipated to undergo further surgeries, exposure/extrusion/protrusion, infections, bleeding, dyspareunia, bladder problems and bowel problems. On (B)(6) 2019 the mesh was removed.

Manufacturer narrative:
Based on the available information, the reported complaint is identified in the risk management documentation and reviewed routinely with management to monitor complaint trends as part of post market surveillance. No corrective action is required at this time.

Event description:
This follow-up MDR is created to document the additional event information received for record #(B)(4). This complaint was investigated to the extent information was provided to coloplast. Due to the legal nature of this complaint, the device not being returned for evaluation and the lot number not being provided, a thorough investigation could not be executed. Should additional information become available, this file will be re-evaluated and updated according to current procedures. Complaints of this nature are monitored and captured within the product risk documentation. No further action or corrective action is required at this time.

Manufacturer narrative:
D4: lot number: 5600922. H6: patient code (B)(6) urinary retention was previously applied in error. Coloplast has not been provided any corroborating evidence to verify the information contained in this report.

Event description:
Additional information received further reported mixed urinary incontinence and cystocele.